Event description:
The pt, who had a cervically placed lead, experienced loss of stimulation sensation with neck movement. The device was interrogated. Impedances less than 250 ohms were noted on 2 bipolar pairs. All other combination except 0-3 and 0-4 were greater than 4000 ohms. The device was reprogrammed. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)